Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, the locking components were damaged, the cord was damaged, the device had unintended system activation/motion, and the speed of the device could not be controlled/changed. It was further determined that the device failed pretest for visual assessment, safety assessment, and hand control assessment. It was noted in the service order that the cord was damaged during an unspecified surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI (B)(4).